Event description:
The pt experienced a shocking sensation over the neurostimulator site when the implant was turned on. There was no change in the pt's tremor when the device was on or off. Further info has been requested from the hcp.

Manufacturer narrative:
(B)(4).